Event description:
It was reported to boston scientific corporation that a spy discover catheter was attempted for use in the common bile duct during a common bile duct exploration procedure on (B)(6) 2026, for the treatment of biliary obstruction. During the procedure, the scope stopped working in the middle of the case and gray dots appeared on the screen. The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.